Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced low blood glucose. The customer¿s blood glucose level was 48 mg/dl. The customer reported that they had inaccurate readings that triggered threshold was not suspended. The customer states that they had low blood glucose and changed sensors but glucose was not going higher. The customer¿s blood glucose level was 74 mg/dl and sensor glucose was 136 mg/dl at the time of the incident. The sensor will be returned for analysis.